Event description:
Data analysis confirmed a transmitter failed error for (B)(6), on (B)(6) 2021. At that time, the transmitter was activated for 2 days with a dynamic voltage of 286. The difference in dynamic voltages between the entry closest to the failed transmitter and the prior day was 5. The probable cause could not be determined.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.